Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the final bag and patient line while performing peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. This occurred in dwell four of four of pd therapy. It was reported that the final bag disconnected; however, nothing unusual was found during troubleshooting that would cause or contribute to the issue. The technical services representative assisted the home patient in ending therapy. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.